Manufacturer narrative:
(B)(4). The lot was manufactured from may 31, 2015 - june 2, 2015. One unit was received for analysis. Visual inspection noted a cut located on the tubing. Therefore, the reported condition was verified. The cause of the cut on the tubing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The device was filled with sodium chloride and fluorouracil (non-baxter products), checked by the pharmacy, connected to the patient, and checked by the nurse with no report of issues found. 13 hours later, the patient noticed that the tubing had snapped and leaked. According to the report, there was a mark/crack on the line next to the break, and it appeared that the tubing had bent and then broken clean off. The solution had contacted the patient and their bedsheet; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.